Event description:
OEM storz medical was informed by medical personnel from treating hospital that a patient was diagnosed with hematoma post eswl treatment. No information concerning the patient or their pre and post eswl condition has been forthcoming from the treating physician or facility. The device has been evaluated and no issues were detected. 11/28/22 additional information received: eswl treatment on (B)(6) 2022 left middle calyx stone 13mm x 3mm at energy level 1.0 - 6.0 for total of 3000 shocks. Patient underwent CT on (B)(6) 2022 and diagnosed with left perinephric hematoma (18cm x 10cm) with active bleeding at lower pole of kidney. Persistent tachycardia and pain with hb drop.

Manufacturer narrative:
The device was found to be functional within the manufacture specifications. Hematoma are a known side effect of eswl.